Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient did not recall their blood glucose levels. The patient reported their omnipod personal diabetes manager (pdm) had a communication issue during the event. Symptoms reported include hyperglycemia and vomiting the patient was treated with an insulin drip. The patient was released after two days.